Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly and the instrument passed the clip test. There was no problem detected. An additional observation not reported by the site was also identified. Signs of corrosion were found on the instrument bearings and clamping pulleys at the proximal end. The root cause of corroded/contaminated instrument bearings is typical attributed to user mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by a clinical development engineer (cde). The following additional information was provided: at the first time stamp provided, the clip applier grips moved in the yaw direction while the grips we closing. This prevented the clip from closing around the vessel. Upon removal of the instrument, an ¿arm not ready. Remove instrument to continue.¿ arm pod message appeared. This indicates that the instrument was disengaged from the instrument arm but not fully removed preventing the instrument arm carriage from returning to the home position. Since this video is of the endoscope view, I am unable to determine if the disengagement was intentional. At the second time stamp provided, a clip was successfully placed. Upon removal of the instrument, an ¿arm not ready. Remove instrument to continue.¿ arm pod message briefly appeared. A review of the device logs for the medium-large clip applier (part# 470327-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial# (B)(4). There were 25 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier had non-intuitive motion. The wrist of the instrument moved unintentionally during gripping. The customer was able to apply the first clip without any problem. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and nurse and obtained the following additional information on 20-oct-2021. The instrument was inspected prior to use. There was no visible damage or broken/loose cable on the instrument. Weck ml hem-o-lok polymer clips (#544230) were being used. The customer was using a 3-5 mm diameter clip on the vessel or structure. The surgeon was unable to perform ligation and the vessel was no greater than 10 mm in diameter.